Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged with a stent strut lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6fr non-bsc guide catheter was placed in the left main artery, a non-bsc guide wire crossed the lesion. Predilation was performed using a 1.25x6mm, 1.5x12mm and 2x12mm balloon catheters. A 20x2.25mm taxus¿ liberté¿ stent was selected but failed to cross the lesion since the stent struts flared up during advancement. The device was removed immediately and repeated the dilatation with 2x12mm balloon catheter was performed and left the case for medical management. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6fr non-bsc guide catheter was placed in the left main artery, a non-bsc guide wire crossed the lesion. Predilation was performed using a 1.25x6mm, 1.5x12mm and 2x12mm balloon catheters. A 20x2.25mm taxus liberte stent was selected but failed to cross the lesion since the stent struts flared up during advancement. The device was removed immediately and repeated the dilatation with 2x12mm balloon catheter was performed and left the case for medical management. No patient complications were reported and the patient's status was stable.